Event description:
It was reported that this left ventricular (lv) lead exhibited high, out of range pacing impedance (> 3,000 ohms). The (lv) lead pacing impedance was stable 800-900 ohms, until recently jumped to 3,000 ohms. An alert posted to the latitude website for lv intrinsic amplitude out of range. A technical service (ts) consultant was asked to review latitude website device data. Ts provided recommendations to perform lead evaluation of impedance measurements and noise, during the following aggressive patient maneuvers/isometrics, pocket manipulation and x-ray imaging. No adverse patient effects were reported. At this time evidence suggests the lead remains implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.